Manufacturer narrative:
The device was returned for evaluation and was examined visually. The complaint was confirmed. The root cause was undetermined. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints were found for this lot number.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that there is contamination in the syringe barrel. There is no harm to the patients.